Manufacturer narrative:
Report source: medwatch # mw5095904. (B)(4). Investigation results: visual examination of the returned complaint device found the balloon did not show visual defects and was in a good condition. No damage was found on the catheter of the device. It was noticed that there were residues of blood and dry contrast inside the returned balloon. The balloon lumen was occluded and could not be unblocked. A microscopic examination of the balloon found a pinhole over the proximal ro marker. This confirms the reported event of the balloon leaking. This failure is likely due to factors encountered during the procedure, the patient anatomy, and/or the interaction with the scope that could have caused the damages found in the balloon. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon was noted to be leaking while being inflated and would never stay inflated. Reportedly, the balloon was taken out of the patient and the procedure was continued. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.